Event description:
Reference number (B)(4). Event occurred in germany. It was mentioned that the patient's daughter had reported that the patient had visited the emergency room due to an abscess and hardening at the infusion site. The abscess had been treated on an outpatient basis by cutting it open, rinsing with saline solution, and applying an iodoform tamponade to the incision and hardened area. The exact start date of the event was unknown. Some numerical values were provided, including sd: 0.60 ml, krn: 0.33 ml/h, kr: 0.37 ml/h, krh: 0.40 ml/h, and ed: 0.20 ml. No further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.